Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading, and pump displayed high blood glucose reading with specific value unknown. There was no additional information received regarding further impact to the customer's blood glucose level. Customer delivered correction dose by injection using multiple daily injections and did not require third-party assistance, while technical support confirmed cartridge alarm, arranged replacement pump.